Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high superior vena cava (svc) defibrillation coil impedance. A fracture of the svc coil was confirmed. Reprogramming was completed and the lead has been capped and replaced. No patient complications have been reported as a result of this event.